Event description:
Litigation alleges that patient has experienced pain, weakness, and the implant generated excessive metal debris. Update: ((B)(6) 2012) litigation papers received (B)(6) 2012 and attached. Doi and side now known: update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced pain, weakness, and the implant generated excessive metal debris.